Event description:
Caller reported a cgm error related to the sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, and the caller successfully reset the pump without seeing the error code again, allowing them to start their sensor session properly.